Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, an insulation anomaly was noted on the left ventricular lead and high thresholds. The lead remained implanted and would be monitored.